Event description:
It was reported that the rotaflow console a was not charging the battery while in use on a patient. The charging light was on, but when put on battery mode it would read 19 volts. The customer swapped out the unit for a unit with a new battery. No reported patient effect. (B)(4). Ref # MFR 8010762-2014-00177.